Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed an no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.) The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that a blue screen would show up on the monitor when verifying the straight probe. No patient was present at the time of the event.